Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant products: 300cc mentor smooth round moderate profile (catalog #: 3501645, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 300cc mentor smooth round moderate profile implant and experienced postoperative right-sided deflation. The patient woke up on (B)(6) 2019 and noticed the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. After the review, it was found that the actual manufactured date was different from what was reported on the initial report and it was (B)(6)2005. The relevant field has been updated. On (B)(6)2020, follow up attempts for the date of implantation were not successful. Thus, the date of implantation has been estimated as (B)(6)2005, based on the invoice data. The relevant field has been updated. Manufacturer's reference number: (B)(4).